Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture post bav cannot be confirmed. In addition to the procedure itself, patient factors (severe valvular calcification, mild aortic root calcification, bulky calcification at the ncc, calcification at the commissure between the rcc and lcc) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 23mm edwards bav catheter. During bav, no leak was detected using angiography and a 23mm sapien 3 valve was selected for the procedure. Post bav, a rupture in the area from the commissure between the non-coronary cusp (ncc) and the right coronary cusp (rcc) to the sinus of valsalva (sov) was observed on tee. The amount of pericardial fluid increased a "little" when compared to the pre-procedure condition. No change in the hemodynamics was noted. The sapien 3 valve was quickly implanted. No further actions were taken. Following protamine neutralization, the procedure was completed. The patient was extubated and transferred in stable condition. The patient will be monitored with controlled blood pressure. The native annular diameter measured 19.0mm by tte with a valve area of 473.8mm2 by CT. Severe valvular calcification and mild aortic root calcification was reported. Bulky calcification at the ncc and calcification at the commissure between the rcc and left coronary cusp (lcc) was also reported.